Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported the patient's underlying medical history included urinary retention; male pelvic pain; and tia. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the site. Interventions included an entire system explant/replacement on (B)(6) 2017. The device was disposed of and not returned. It was reported that the event was not related to the device or therapy and possibly related to the implant procedure. Patient called clinic reporting pain over the wire site, making them unable to sleep lying down. The device was recently repositioned, so the cause of pain was unknown. The issue was resolved without sequelae on (B)(6) 2017. No further patient complications had been reported as a result of the event.